Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: (B)(6) ). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), upon reaching an appropriate position to apply curvature and advance through the valve, adequate deflection could not be achieved. The system failed to form a complete curve and could not pass through the valve. Multiple attempts were made; however, sufficient curvature was not obtained. The delivery system was therefore withdrawn and inspected. It was confirmed that the deflection (curve) control mechanism was malfunctioning. Additionally, pulling the deflection control resulted in simultaneous movement of the deployment button. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.